Event description:
Related manufacturer report number: 2017865-2022-40175. It was reported during remote follow up that the pacing impedance of the right ventricular lead had greatly increased. Fracture was suspected. Upon admittance to the emergency room, the lead was found to exhibit a loss of capture. The lead was capped on (B)(6) 2022 and successfully replaced. In addition, it was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was prophylactic. The patient was stable and asymptomatic.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).